Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittently, suppressed sodium (na) or erroneously high na results and erroneously high potassium (k) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The operator noted the false results and the samples were rerun. The repeated results were reported out of the lab. The erroneous results were not reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours, followed by a qc run. Before the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse cleaned the flow cell at the cl port. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.